Event description:
Opened package and found that the catheter was crushed.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l13071) and sub-assembly (B)(4) (lot # l12897). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13071) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly (B)(4) (lot # l12897) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing were completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.